Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: unknown femoral bushing item # unknown lot # unknown. Unknown locking pin item # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001825034-2024-00737, 0001825034-2024-00738. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Clayton welsh, peyton hull, teerin meckmongkol, aadil mumith, john lovejoy, charles giangarra, & melanie coathup (11 may 2023) osseointegration reduces aseptic loosening of primary distal femoral implants in pediatric and adolescent osteosarcoma patients: a retrospective clinical and radiographic study. In european journal of orthopaedic surgery & traumatology. Https://doi.org/10.1007/s00590-023-03590-2. D10 - medical product: unknown axle catalog # unknown lot # unknown . Unknown articular surface catalog # unknown lot # unknown . H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2024-00229. 0001825034-2024-00230.

Event description:
It was reported in a journal article that one patient was revised due to infection. An incision and drainage was performed with exchange of the bushings, axle and articular surface components. The femoral and tibial stems remained in place. Attempts to obtain additional information have been made; however, no more is available.